Event description:
Spontaneous. Pt (patient) reports attempting her initial dose on (B)(6) 2023 and when she pushed the orange injector button, it was stuck and nothing happened. Pt (patient) has not technically started the medication. She stated she spoke to the manufacturer and they referred her to cvs for replacement. Patient missed initial dose. Unknown if patient experienced an adverse event. Unknown if defective device still on hand. No further information. Reported to cvs/caremark by: patient/caregiver.